Event description:
The patient received an scs system including an ipg on (B)(6) 2010. It was reported that the patient's stimulation increased and decreased without prompting and then stopped. An appointment will be scheduled for further interrogation of the patient's scs system.

Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.